Event description:
It was reported that the patients pain was exacerbated by the spinal cord stimulator (scs) trial. The patient underwent an early lead pull procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patients pain was exacerbated by the spinal cord stimulator (scs) trial. The patient underwent an early lead pull procedure. Additional information was received that the patient underwent a trial procedure with a device from a different manufacturer and not with boston scientific.